Manufacturer narrative:
It was reported that patient underwent a hysterectomy with bso, abdominal sacrocolpopexy using gore-tex and placement of a micromesh on (B)(6) 2003. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with laparoscopic uterine suspension, cystoscopy, and anterior repair due to 2nd to 3rd degree uterine prolapse, urethrocele, sui, and sensory urgency. It was reported that on (B)(6) 2013 patient underwent transvaginal and suprapubic exploration and removal of mesh with lysis of adhesions, removal of gore-tex sacrocolpopexy with partial vaginectomy, and removal of mesh and suture from the promononium .

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.